Event description:
Needle from davinci robot fell into pt's surgical wound during robotic hysterectomy. Needle may have fallen into surgical wound at some point during case. Did not discover until after closure. Needle too small to detect on x-ray. Pt doing well. Surgeon notified. Hook on the monopolar stopped working.